Event description:
It was reported that the customer experienced a product complaint with product number a942216 at labor & delivery unit. The foley catheter fell out of the patient and the nurse recognized that the tip was missing nghq2185. The customer saved the catheter and it was available to be returned. No patient complication was reported. The customer was concerned about the foley trays and open lot number, they noticed other issues with foley catheters, kink tubing nghg1002 and cut foley catheter nggz1611. These foley catheters were not inserted in patients. They had samples of these trays too. They quarantined lot number all the three lots which had been removed from circulation. After speaking with customer, they pulled about 3 cases and individual foley trays from the floor.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), drainage bag inlet tubing with silicone foley catheter attached. Visual inspection of the sample noted the tubing had kinked. This does not meet specification which states "no kinks, blisters, cracks, wrinkles, or voids are permitted." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿surestep¿ foley tray system bard* lubri-sil* foley catheter tray stop: does this patient meet cdc guidelines for the use of indwelling urethral catheter? ¿ the patient has acute urinary retention or bladder outlet obstruction. ¿ need for accurate urine output measurements in critically ill patients. ¿ use for selected surgical procedures. ¿ to aid in the healing of open sacral or perineal wounds. ¿ the patient requires prolonged immobilization. ¿ to improve comfort in end-of-life care this preconnected closed system foley tray contains: ¿ lubri-sil® all-silicone foley catheter ¿ foley statlock® stabilization device ¿ control-fit¿ exit device ¿ 350 ml urine meter ¿ drainage tube ¿ collection bag (2500 ml) ¿ 3 foam swabs ¿ povidone iodine+ packet care kit ¿ soap wipes ¿ gel alcohol warning: do not use if you are allergic to iodine. For urological use only. Warning: do not use petroleum jelly-based ointments or lubricants on the catheter. They will damage the silicone and may cause balloon to burst.¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), drainage bag inlet tubing with silicone foley catheter attached. Visual inspection of the sample noted the tubing had kinked. This does not meet specification which states "no kinks, blisters, cracks, wrinkles, or voids are permitted". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿surestep¿ foley tray system bard* lubri-sil* foley catheter tray stop: does this patient meet cdc guidelines for the use of indwelling urethral catheter? The patient has acute urinary retention or bladder outlet obstruction. Need for accurate urine output measurements in critically ill patients. Use for selected surgical procedures. To aid in the healing of open sacral or perineal wounds. The patient requires prolonged immobilization. To improve comfort in end-of-life care. This preconnected closed system foley tray contains: lubri-sil® all-silicone foley catheter. Foley statlock® stabilization device. Control-fit¿ exit device. 350 ml urine meter. Drainage tube. Collection bag (2500 ml). 3 foam swabs. Povidone iodine+ packet care kit. Soap wipes. Gel alcohol. Warning: do not use if you are allergic to iodine. For urological use only. Warning: do not use petroleum jelly-based ointments or lubricants on the catheter. They will damage the silicone and may cause balloon to burst.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer experienced a product complaint with product number a942216 at labor & delivery unit. The foley catheter fell out of the patient and the nurse recognized that the tip was missing (B)(6). The customer saved the catheter and it was available to be returned. No patient complication was reported. The customer was concerned about the foley trays and open lot number, they noticed other issues with foley catheters, kink tubing (B)(6) and cut foley catheter (B)(6). These foley catheters were not inserted in patients. They had samples of these trays too. They quarantined lot number all the three lots which had been removed from circulation. After speaking with customer, they pulled about 3 cases and individual foley trays from the floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer experienced a product complaint with product number a942216. The foley catheter fell out of the patient and the nurse recognized that the tip was missing (nghq2185). The customer saved the catheter, and it was available to be returned. No patient complication was reported. The customer was concerned about the foley trays and open lot number, they noticed other issues with foley catheters, kink tubing (nghg1002) and cut foley catheter (nggz1611). These foley catheters were not inserted in patients. They had samples of these trays too. They quarantined lot number all the three lots which had been removed from circulation. After speaking with customer, they pulled about 3 cases and individual foley trays from the floor.